Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 the cgm reading was 150 mgdl and the bg reading was 73 mgdl. Around 11:15 pm the patient experienced seizures and had a very bad fall. The patient had a fall detection on her watch and it automatically called the paramedics when she fell. When the ambulance arrived, the paramedics took the measurements and the cgm reading was 167 mgdl and the bg reading was 157 mgdl. The patient was treated with saline water by the paramedics. At the hospital, they performed computed tomography (CT) and x-ray. There was no treatment provided at the hospital. At 1:30 am, the same day the patient was discharged. She continued to check her bg readings at home and experienced another inaccuracy, cgm reading was 200 mgdl and the bg reading was 135 mgdl. At the time of the report the patient was feeling good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a, b, and c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.